Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they need an MRI and inquired as to lead model. Agent provided information. Patient then stated their first implant was removed because they got a really bad infection "when it was first put in"; due to the nature of the call agent did not ask additional details. Patient stated they think they just replaced the unit itself and noted the implant was put in on the other side. Agent documented information given. Patient commented they have parkinson's disease.